Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Attempts have been made to have the product returned. This report will be amended when the investigation is complete. Event device code is addressed in package insert. This is the same event as 1043534-2005-00130, 00131. Brand name from voluntary report: advance primary femoral component. Common device name from voluntary report: femoral component. Model number from voluntary report: kftc-pc3l. Device available for eval? From voluntary report: yes. Concommitant med products and therapy dates from voluntary report: 2005 - revision of total knee replacement.

Event description:
Left total knee replacement revision required, due to failure of femoral component cracking, resulting in tibial loosening. Pt sustained no injury as a result of device failure, per surgeon performing procedure.